Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message stating "pump cannot detect cartridge has been removed". Reportedly, the customer received this message prior to being prompted to remove the cartridge. Customer's blood glucose level was not impacted.